Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time with a warning to switch to the back-up controller if there is a controller failure the steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. The following device was reported; however, it is unknown which device was involved in the reported event: serial # (B)(4), catalog #" 1650, exp. Date: 05/31/2016, mfg. Date: 05/01/2015.

Event description:
It was reported from the site that the patient reported battery switching events on evening of (B)(6) 2016. It was reported that there was no effect on patient. It was stated that the log files were sent for analysis. It was further stated that the controller power ports examined and port one was determined to be loose. An elective controller exchange was performed and it was stated that the patient was asymptomatic during the exchange. No additional information available.

Manufacturer narrative:
Heartware® ventricular assist system - battery. (B)(4) - battery. Di #: (B)(4). Yes, returned to manufacturer 21-apr-2017. (B)(4). The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time with a warning to switch to the back-up controller if there is a controller failure the steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. It was reported events of power switching, loose power port on the controller and high cycle count on (B)(4). One controller (B)(4) and one battery (B)(4) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Review of the controller's manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of the returned controller revealed that the device passed functional testing but failed visual inspection due to a loose power port 1 connector. A possible root cause of the loose connector may be attributed to a shift in the manufacturing process; an internal investigation has been opened by the supplier to address loose connectors. Failure analysis of the returned battery revealed that device passed visual inspection but failed functional testing due to high cycle count of 3416. Log file analysis also revealed an abnormally high cycle count for (B)(4). In some instances, a battery may misinterpret a request from the controller for the battery's relative state of charge as a command to change the cycle count. This communication error will cause the cycle count to change to an abnormally high value. Additionally, analysis of data files revealed multiple premature switching events involving (B)(4). These premature switching events are most likely due to communication anomalies between battery and controller or normal patient usage behavior. The most likely root cause of the power switching events and abnormally high cycle could be attributed to a communication error between the controller and the battery. Heartware has opened an internal investigation to address communication errors. Heartware will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The reported event of power switching and a loose component were confirmed on the returned controller, (B)(4). Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Log file analysis revealed an abnormally high cycle count of 3405 for battery ((B)(4)). In some instances, a battery may misinterpret a request from the controller for the battery's relative state of charge as a command to change the cycle count. This communication error will cause the cycle count to change to an abnormally high value. Log file analysis also revealed multiple premature switching events. These premature switching events are most likely due to communication anomalies between battery and controller or normal patient usage behavior. The manufacturer has opened an internal investigation to evaluate communication errors between batteries and controllers. Analysis revealed that the device failed visual inspection due to a loose connector on power port one. The manufacturer and supplier have an open investigation for the controller loose power connectors. The reported event of an abnormally high cycle count and power switching were confirmed on battery ((B)(4)). Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Analysis of the device could not be performed since the device was not returned for evaluation. A possible root cause of the loose connector may be attributed to a shift in the manufacturing process. The most likely root cause of the power switching events and abnormally high cycle could can be attributed to a communication error between the controller and the batteries. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. (B)(4),